Event description:
It was reported that during use of a model 120804fp fogarty catheter from lot 63502089, the balloon could not maintain inflation. Balloon leakage was suspected therefore, the clinician stopped using the catheter. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation lab received one model 120804fp catheter without any attached components. As received, the tip was found to be bent. The balloon latex appeared deteriorated, and the balloon did not inflate due to leakage from the distal side of the balloon latex. Some holes were observed from the distal side of the balloon and the catheter tip latex. After cutting the proximal windings, the edges of holes did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings or the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of the balloon could not maintain its inflation was confirmed on evaluation. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A pra was already generated to cover the balloons with fragmentations for embolectomy products. A CAPA is in process to address the balloon latex deterioration failure for embolectomy models. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Additional information was obtained indicating that the event reported in the initial submission of medwatch report 18529 was the same event reported in medwatch report 18363. It was clarified that two catheters failed during the same procedure and the issue was resolved with a third functioning catheter. It is clarified that the first failed catheter was reported under medwatch report 18363 and the second failed catheter was reported under medwatch report 18529.